Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic measurements, high capture thresholds and loss of capture due to suspected dislodgement. Also, chest x-ray confirmed there is a change in slack for this lead and it appears that the change in slack is due to lead has stress on it. Subsequently, this lead was repositioned and remains in service. No additional adverse patient effects were reported.